Event description:
Patient stated that she was shocked 10 times since she had the machine.

Manufacturer narrative:
Device has not been returned to manufacturer for investigation as of 06/23/2010. Preliminary tests are pending.